Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip was deformed, the insertion part was concave, and the control body was yellowed and crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue screen was blurred and indistinct was caused by a rear light guide bundle, the issue that the tip was deformed could be caused by a component failure of the insertion part distal end tip, the insertion part was concave due to a component failure of the insertion part, and the control body was yellowed and crystallized was due to a component failure of the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing, the subject device had its screen blurred and indistinct. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.